Manufacturer narrative:
Upon receipt, the selectra mpep-45 was found fractured 29 cm distal to the handle piece. Only the proximal part was received for analysis. A comprehensive analysis was performed in order to identify the origin of this damage. Based on the results of these investigations an unforeseen material failure is assumed. However, the definite root causes for the observation were not determinable. The re-investigation of the manufacturing process for this device showed that the production steps had been performed accordingly without any inconsistencies during the assembly.

Event description:
Ous MDR - it was reported that the catheter split during the implantation procedure.